Event description:
The customer reported the high flow insufflation unit was missing a copy of the seven (7) segment display (air supply) of the panel air supply flow rate prior to an therapeutic laparoscopic procedure. As the air supply flow rate was not at a level that could not be seen at all, the subject device was used to complete the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. No additional failures were found when the subject device was connected and operated according to the instruction manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, one copy of the 7-segment display (air supply flow rate) of the panel air supply flow rate was missing. It¿s likely this event was due to the failure of the led element mounted on the front panel. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.